Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 400 mg/dl. Customer reported that insulin pump was brown around the reservoir which may be a battery issue. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a blank display due to a broken solder joint on the interface board. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement tests or verify the unexpected restart error alarm due to the blank display. The pump was received with a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, a stained end cap sticker and a broken belt clip slot.